Event description:
It was reported that on (B)(6) 2022, the patient experienced a bacterial infection at the driveline exit site. Surgical and drug therapy was performed. On (B)(6) 2022, the patient experienced a bacterial infection at the pump pocket. Surgical and drug therapy was performed. On (B)(6) 2022, the patient experienced a bacterial infection at the pump pocket and at the driveline exit site. Surgical and drug therapy was performed. On (B)(6) 2022, the patient was readmitted for a bacterial infection at the pump pocket and at the driveline exit site. Surgical and drug therapy was performed. The patient was discharged on (B)(6) 2022. On (B)(6) 2022, the patient was readmitted for bacterial infection at the pump pocket and at the driveline exit site. Surgical and drug therapy was performed. On (B)(6) 2022, the patient was readmitted for a bacterial infection at the pump pocket and at the driveline exit site. Surgical and drug therapy was performed. The patient was discharged on (B)(6) 2022. On (B)(6) 2022, the patient was readmitted for a bacterial infection at the pump pocket and at the driveline exit site. The patient passed away on (B)(6) 2022 due to the infection and the pump was explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remained in use supporting the patient until the patient passed away. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was determined to be a duplicate to manufacturer report number 2916596-2022-13052. The investigation findings will be submitted under manufacturer report number 2916596-2022-13052.